Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h10k29039 ) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is not known, therefore an evaluation and batch review will not be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of pneumonia manifested by shortness of breath, sickle cell, "exposure due to not capped properly" (coded as peritoneal dialysis complication), and peritonitis in a female (age not reported) patient coincident with dianeal pd4 ambuflex and dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal unknown (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported: on an unreported date, the patient experienced pneumonia manifested by shortness of breath and sickle cell. On (B)(6) 2011, the patient was hospitalized for pneumonia, sickle cell and experienced peritonitis. On (B)(6) 2011, the patient was hospitalized again. Treatment was not reported for the events. The patient recovery status is unknown for pneumonia manifested by shortness of breath and sickle cell. The patient recovered from the peritonitis. Dianeal therapies were withdrawn and the patient was transferred to hemodialysis. The nurse believed the peritonitis was caused by the cap not being on since the patient had stopped dialysis during the first hospital stay. The nurse believed the peritonitis was not related to dianeal therapy. Causality was not reported for the other events.